Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Two (2) photos were provided for evaluation. The reported issue was observed in the photos, however the surface of the torn off area was not visible, so the cause of the event could not be determined. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: when the clinican was removing the catheter, the hub broke apart, leaving a portion within the patient. The patient was taken into surgery to remove the residual piece. The clinician reported no issues with insertion.